Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 9:30 p.m. Due to low blood glucose of 38 mg/dl. When the paramedics arrived, they were given juice and their blood glucose rose to 48 mg/dl. The customer's blood glucose level at the time of admission was 113 mg/dl. The customer stated they had been experiencing low blood glucose for about a month. If their blood glucose was low they would treat it with juice or glucose tablets. They would have low blood glucose during the morning within the range of 30 mg/dl to 50 mg/dl. The customer stated their blood glucose levels would be high during the day. It would be about 400 mg/dl. The customer was still in the hospital at the time of the call. Troubleshooting was performed. It was found that the insulin pump's time and date was incorrect. They were advised to correct the programming. They were advised to monitor the insulin pump. The device will not be returned for analysis.